Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported "exchange with no complaint against the device". Later, healthcare professional reported "there was obvious silicone gel on the surface of the implant and within the pocket, though gross spillage was not present. There was likely a very small fracture in the implant shell causing early spillage. Rupture". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed, an opening assessed as fold flaw opening. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "exchange with no complaint against the device". Healthcare professional later reported "there was obvious silicone gel on the surface of the implant and within the pocket, though gross spillage was not present. There was likely a very small fracture in the implant shell causing early spillage. Rupture". The device has been explanted and replaced.